Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported by the patient that his doctor had performed a cystoscopy on him and has detected a "clean" erosion of his cuff. The physician believes it will heal over time. The patient called to see if there was anything else he could do to assist in healing the erosion. He will call back again if he has any further questions or needs.